Event description:
In accordance with 21 cfr 803.22 (b)(2)1 we are notifying you that on (B)(6) 2013 a patient reported experiencing a low blood glucose episode while using an animas infusion set which resulted in an ambulance being called on (B)(6) 2012. Patient was awakened by paramedics between 4 am and 8 am while she was lying in the bed after being called by her husband who was out of town and could not get her to answer his phone calls. Patient was treated by ems with an IV and a glucagon injection and was not taken to the hospital. Patient could not recall the blood glucose value obtained by ems on their meter. Patient stated she had no symptoms before going to bed and had checked her blood glucose level before bedtime and it was fine. Patient reported her basal rate on the insulin infusion pump was set correctly all through the day and night. Patient stated she does not bolus during the day since the day she had to have ems come to assist her. There were no errors that occurred on the insulin pump and patient stated she is not sure if the holidays and eating richer foods are a contribution to her low blood glucose level. Patient reported her eating habits have changed back to what it was prior to the holidays. Patient stated she may consult with her health care team to see if an adjustment needs to be made to her basal rates. Patient stated no follow-up call is necessary. The animas infusion set mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).